Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se repaired the water inlet port by reattaching and retightening the ring connector. It was noted that vibration likely contributed to the loosening of the ring connector. Afterwards, device testing was completed with no observations noted.

Event description:
It was reported that the water line inlet plug on the device was loose and had come off.